Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support, who guided them through the pump reset process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.